Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [] defect confirmed [x] defect not confirmed. Results description: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Technical safety check tested in spec.

Event description:
As reported by the user facility: the problem was initially identified in a patient, and health professional successfully reproduced it during functional testing after the unit was received. Reporter used a 50ml syringe and operated the unit at a flow rate of 250ml/hr. Upon completion of the delivery, the unit dispensed more than the acceptable volume, leaving 1.5-2ml of liquid remaining in the syringe. Reporter conducted a second test with the same syringe, ensuring it contained precisely 50ml of liquid, and observed the same result.